Manufacturer narrative:
(B)(4). The patient passed away due to peritonitis and septic shock. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain and subsequently passed away due to an unknown cause. On the same day as the receipt of this report, the pt was hospitalized due to experiencing abdominal pain. On an unreported date, the pt was diagnosed with peritonitis. Treatment for the peritonitis was unknown. Subsequently the pt passed away due to an unknown cause. It was unknown whether the pt recovered from the peritonitis event prior to death. It was unknown if pd therapy was ongoing during the hospitalization or until the time of death. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.